Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Medical record were reviewed and confirm the reported wound opening. It was identified this issue was not due to a device deficiency, but rather procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona stem extension, catalog #: 42557000114, lot #: 64114757, persona stemmed 5-degree tibia, catalog #: 42532006402, lot #: 63804228, femur cemented posterior stabilized, catalog #: 42500605802, lot #: 63350384, all-poly patella, catalog #: 42540200032, lot #: 63326890. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up MDR will be reported. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00317, 3007963827-2019-00028, 0002648920-2019-00052. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent a revision procedure. Nineteen days post procedure, three stitches were placed in the surgeon's office due to a two centimeter opening at the surgical site.